Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had a green tint in the image. The issue occurred during preparation for use of an procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b3, d8, h3, h6, h7, h9, h10. Corrected fields: d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the reported issue occurred due to a defective chaged coupled device (ccd) unit. The cause of the ccd failure was due to one of the following; -unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve". -unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. -pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.